Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of device memory was unremarkable; the device declared elective replacement time two days post-mortem so electrograms were no longer available for review. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker expired one day after complaining of pain in her hands and arms. She mentioned that she did not think her device was working. A recent device check indicated that the device appeared to be operating appropriately; the patient passed one day prior to the next scheduled check. The patient's family stated that they realize she may have died of a heart attack but they, and the patient's physician, requested information on how the device was performing on the date of death.